Event description:
It was reported through the filing of a lawsuit that allegedly the incorrectly sized stryker components were implanted during the surgical procedure. It is further alleged that as a result of the mismatch, the patient had to undergo another surgery on or about (B)(6) 2013.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon knee. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received, it will be reported on a supplemental report. Device not returned to the manufacturer.